Event description:
Experienced red cell pump alarms (3x) that required repurging 3 times whilst pt undergoing extracorporeal photopheresis treatment. Failed to maintain centrifuge optic bowl sensor level as required by therakos MFR; proceeded to early buffy coat stage as whole blood processed reached 697 mls (>500mls recommended by MFR); transfusion md notified. No pt complication after photoactivation and reinfusion of buffy coat.